Event description:
It was reported there was a catheter fractured. The healthcare provider (hcp) discovered the catheter was cut during an unrelated CT scan of the abdomen in (B)(6) 2014. The hcp was not the managing physician so they had limited information. They were trying to assist the patient in finding a neurosurgeon who could revise the catheter. No symptoms were reported at the time of the call. The pump was infusing morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).